Manufacturer narrative:
UDI (di): (B)(4).

Event description:
Programming change was recommended. Patient is non pacemaker dependent and is doing fine. Patient will be brought in for the suggested reprogramming sometime in the future.

Event description:
It was reported that episodes of non-sustained oversensing due to myopotentials oversensing was observed via remote transmission. Programming change was recommended. Patient is non pacemaker dependent and is doing fine. Patient will be brought in for the suggested reprogramming sometime in the future.

Event description:
New information received indicated that the recommended programming changes were made.